Manufacturer narrative:
One 8.5f agilis introducer was received for evaluation. Visual inspection revealed the shaft was noticeably loose on the handle and had multiple kinks throughout the length of the shaft. The agilis handle cover was partially separated from the inner mechanism. The extension tubing was found sheared off with a piece of the hemostasis hub side port still attached. Evidence of blood was found on the inside the returned device. The introducer could not be decontaminated properly, as the extension tubing and side port were sheared off the hemostasis hub assembly. The introducer was not able to deflect any shape. The introducer's handle assembly was opened to view the internal components, which revealed the introducer shaft had broken within the handle and the pull wires twisted; one of the retaining clips was found loose within the handle. Visual inspection revealed the shaft was noticeably loose on the handle and had multiple kinks throughout the length of the shaft. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This event was made reportable based on analysis of this device on (B)(4) 2012, which revealed the handle cover was loose and separated from the inner mechanism. It was reported at the end of an ablation procedure the handle of an agilis nxt introducer was noted to be broken and separated from the inner components. The physician removed it from the pt and noted that the deflection was incorrect at the distal part of the sheath and the handle cover was separated. The procedure had been completed before the damage was noted. There were no consequences to the pt.